Event description:
It was reported that pump displayed malfunction code 12 with fault ID 0x2071 and that no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance from support staff, and issue did not recur, and customer was advised to continue using pump and to call back if malfunction code appeared again.